Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and could not get the scroll compressor to fall within factory specifications. The fse replaced the scroll compressor which corrected issue, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. It is expected that the suspected faulty scroll compressor will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) was failing the pneumatic module leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and could not get the scroll compressor to fall within factory specifications. The fse replaced the scroll compressor which corrected issue, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. It is expected that the suspected faulty scroll compressor will be returned to getinge's national repair center for failure analysis; a supplemental report will be submitted upon completion of failure analysis.

Event description:
It was reported that during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) was failing the pneumatic module leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Investigation was performed by technician of the maquet national repair center (nrc). The nrc observed that the cable for the compressor had been cut. The nrc is unable to test the compressor. Retaining the compressor in the nrc per procedure.

Event description:
N/a.